Event description:
Additional information was received indicating a revision procedure was performed and the right atrial lead was successfully repositioned to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, loss of capture and loss of sensing was noted on the right atrial (ra) lead. The physician suspected dislodgement of the ra lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.